Event description:
It was reported via the implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of three (3) months, 18 days due to unknown reason. The explanted valve was replaced with another 27mm 11500a valve. The implantation data card indicated that the patient was taken to recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry and investigation that a 27mm 11500a aortic valve was explanted after an implant duration of three (3) months, 18 days due to enterococcal endocarditis. The explanted valve was replaced with another 27mm 11500a valve. Per medical records, the patient presented with shortness of breath, tee showed large mobile mass/vegetation on nc aortic leaflet. Cultures + enterococcal bacteremia and IV antibiotics were initiated. The patient underwent redo avr. Intraoperative inspection of the aortic valve revealed endocarditis with heavy vegetation with a well-seated valve. The previous inspiris valve was excised and annulus was debrided. The annulus was sized to another 27mm inspiris valve. Interrupted pledgeted sutures were placed circumferentially and through the sewing ring of the valve. The valve was seated nicely. Post-op tee revealed normal functioning av without evidence of pvl. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #14, the patient was discharged.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.